Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor temporarily lost connection to the ilet while continuing to transmit to the dexcom app, consistent with intermittent signal loss rather than a device malfunction. No adverse clinical symptoms reported. Outcomes included no medical intervention and no health impact. User support included troubleshooting and user education, which covered re-entering the sensor code in the ilet, keeping the ilet on the same side as the sensor, and allowing time for reconnection. Investigation of this case revealed that the sensor had been started on other devices before pairing with the ilet, leading to preferential bluetooth connection and reduced signal strength to the ilet, consistent with temporary communication interference without device hardware failure. It was concluded, based on previously established findings for similar reports, that user setup sequence and environmental bluetooth connectivity factors were the most probable causes.